Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they were treated with injection. The customer states the next day their levels dropped to 122mg/dl. The incident was documented and no further assistance was provided.